Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. After charging, the unit failed to power on. A receiver log review and functional testing could not be performed due to power issues. The receiver case was opened for internal inspection and passed. Speaker resistance was measured and passed. The complaint confirmation of intermittent audio output was undetermined as audio testing could not be completed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.